Event description:
It was reported that a malfunction alarm (alarm 20) occurred during the loading process of the insulin pump. The customer's blood glucose level was 133.2 mg/dl. The customer was assisted by technical support in loading a new cartridge, but the alarm recurred, preventing resumption of insulin therapy. As a result, tandem technical support arranged to replace the pump. In the meantime, the customer continued to use the current pump and was advised on using backup insulin therapy. The customer was informed about storing the pump and acknowledged the instructions.

Event description:
It was reported that a malfunction alarm (alarm 20) occurred during the loading process of the insulin pump. The customer's blood glucose level was 133.2 mg/dl. The customer was able to successfully load a new cartridge and continues using the pump for insulin therapy.

Event description:
It was reported that a malfunction alarm (alarm 20) occurred during the loading process of the insulin pump. The customer's blood glucose level was 133.2 mg/dl. The customer was able to successfully load a new cartridge and continues using the pump for insulin therapy.